Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold significantly rose and the lead was turned off. The patient was having a device change and an x-ray taken indicated a gross lead fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.